Event description:
It was reported that during preparation for surgery by the technician, the amvisc cannula detached from the syringe. There was no patient contact.

Manufacturer narrative:
It was reported that the technician fills the cannula with bss prior to attaching the cannula to the syringe. The viscoelastic has been returned to b+l and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.